Manufacturer narrative:
No product returning for eval. Should additional info become available a supplemental form will be completed. Per tandem's user guide, "insulin should be at room temp before filling cartridge."

Event description:
It was reported that the customer has been experiencing high blood glucose levels (approx 400 mg/dl). Customer has been adjusting her basal rate, and is using cold insulin to load cartridge. Pump passed delivery system check.